Event description:
Same case as MDR: 2134265-2013-08545, 2134265-2013-08838. It was reported that automatic pullback failure occurred. During the procedure, an opticross imaging catheter was used and connected to a motor drive unit. The physician attempted to perform automatic pullback 4-5 times but the motor drive unit failed to pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis; therefore no physical or visual analysis of the product could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).